Event description:
It was reported that when using the bd pyxis¿ medbank tower, a message indicated that the drawers were offline, preventing the user from logging in to issue oxycodone 5 mg.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. The technical support specialist (tss) walked the customer through plugging the cable from the cabinet into a different universal serial bus port on the back of all in one (aio) and restarted the cubex application. Tss confirmed that no more failed drawers in populated button and the customer confirmed she was able to issue the item. The system functioned as intended after the technical support specialist investigated the issue.